Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was in the circumflex (cx). The physician attempted to direct stent the lesion with a taxus express2 - 3.0 x 16 mm drug eluting stent.while outside of the patient the physician inserted the taxus stent over the guidewire and noticed the stent struts were flared. No patient complication or injuries were reported. The procedure was successfully completed with another taxus express2 - 3.0 x16 mm drug eluting stent. Patient status is reported as "satisfactory/good".